Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was not responding promptly. Customer experienced an elevated blood glucose (bg) level of 575 mg/dl. Manual insulin injections were administered to address elevated bg level. During troubleshooting with technical support, it was determined that touchscreen is functioning as intended.